Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 400 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer was vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Caller reported that everything was disconnected and began a new infusion set. Caller would call back if issue persisted.